Event description:
It was reported that the battery voltage of the device had dropped and the physician suspects premature battery depletion as it has only been about three and a half years since the device was implanted. The device currently remains in use but will be explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.